Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and generalized illness. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation surgery with two 310cc mentor smooth round high profile saline breast implants experienced nipple numbness, fatigue, brain fog, joint pain, anxiety, depression, panic attacks, gii issues, dermatology issues and left sided deflation post procedure. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The investigation of the picture of device received was completed by the failure analysis lab on 9/4/2020. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant and symptoms of generalized illness. During the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Leak testing was performed, according to mentor procedure, and it revealed a tear located at a junction at the shell and patch. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).